Event description:
The reporter stated that after removal of the catheter, a part of the cannula remained in the pt's arm. It was not possible to remove the cannula easily. A echography has been performed to see how this missing part was positioned. A surgical incision was executed to remove the cannula.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.